Manufacturer narrative:
The previously reported statement, "the device was explanted and replaced (B)(4) 2017", can be clarified as this information was not reported but is from manufacturer records. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to manufacturer records the device was explanted and replaced on (B)(4) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional reported patient was in the hospital due to pain, since the patient was not feeling paresthesia from their implantable neurostimulator (ins). This occurred 7 days prior to date of the call. The hcp also reported that on the patient programmer there is a phone with a doctor¿s face, but could not say what the code was in the right corner. Symptoms reported were non stimulation. No impedance measurements were taken. The device was explanted and replaced (B)(6) 2017. The indication for implant was non-malignant pain and radicular pain syndrome(radiculopathies).